Event description:
The customer called to report that she was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading at the time of the call was 287 mg/dl. Troubleshooting was performed. Found that the insulin pump alarmed auto off during the night, which stopped the insulin delivery. The customer declined further troubleshooting as she knew that her blood glucose levels went high due to the alarm. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.